Manufacturer narrative:
(B)(4). Approximate age of device ¿ 23 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient''s lactate dehydrogenase (ldh) level increased from 323 u/l to 1108 u/l in one week. There were no heart failure symptoms or abnormal pump parameters. Thrombosis was suspected due to the elevated ldh level, low haptoglobin, and microscopic hematuria. The ramp echocardiogram showed the pump decompressing the left ventricle and no heart failure symptoms. A chest cta was unrevealing. The patient was treated with IV integrelin and ldh level trended down. A pump exchange was performed on (B)(6) 2017 due to suspicion of device thrombosis. No further information was provided.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned device. The pump was returned assembled with the driveline cut approximately 7.5 inches from the pump housing and a 3-inch segment of the distal portion of the driveilne was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the rotor inlet upon disassembly of the device revealed a thrombus formation surrounding the rotor¿s bearing ball and the inlet stator¿s bearing cup, which was pulled out of its bore upon disassembly. Its laminated structure and areas of denaturation indicate that this thrombus likely formed over an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of this formation could not conclusively be determined through this evaluation, it could have contributed to the patient¿s clinical signs of hemolysis. Upon removal of the observed thrombus, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.